Event description:
On (B)(6) 2011, pt reported the infusion device displayed an e4 occlusion error and that the infusion set was changed on the morning of the report. There was no blood or insulin leakage at the site location. Headset was inserted manually. Pt removed the headset and noticed there was a bend at the end of the cannula. Pt was advised to discontinue use of this type of infusion set. She connected a different type of infusion set and cleared the error message. Product was replaced and alleged infusion set was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.